Event description:
It was reported to intuvie that the pump failed the 30psi test. The exact values are unknown. There was no patient involvement was reported.

Manufacturer narrative:
It was reported to intuvie that the pump failed the 30 psi test; however, the exact values were not provided. The device was not returned for evaluation. A review of the serial number history revealed no similar complaints. As a result, the failure mode could not be confirmed, and the root cause remains undetermined. CAPA-zm2023-23 has been initiated to investigate the failure. Reference to complaint # (B)(4).